Manufacturer narrative:
It appears that excessive force was applied to the device during tightening, resulting in material fatigue. Breakage of the tip can result from excessive force being applied during use. Care must be taken to ensure that the device is not over tightened (as stated in the surgical technique) and that the rod is proper aligned with the screw head during placement. At this time, the complaint is considered to be closed.

Event description:
Contact reports that the tip of the rod holder broke off in the pt. A separate incision was made to retrieve the broken portion of the rod holder. The breakage of this instrument and a viper screw extension reported on medwatch report no. 1526439-2006-00182 during the same surgical procedure added 1 hr to the procedure.